Event description:
The maryland jaw laparoscopic sealer/divider device would not work. It wasn't recognized by the unit and caused slight delay in the case to obtain another device that worked fine. There was no harm to patient.======================manufacturer response for laparoscopic divider sealer, maryland jaw laparoscopic sealer divider (per site reporter).======================returned to manufacturer via rep.